Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a normal follow-up. Upon interrogation, the left ventricular lead exhibited high capture thresholds. A chest x-ray was performed which revealed that the lead had dislodged. The lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.